Manufacturer narrative:
Updated data: b4,e2,e3, g3, g6, h2, h10.

Event description:
N/a..

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed pre use check.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6) getinge field service engineer (fse) evaluated the unit verified issue with unit upon initial inspection. Cardiosave could not load clinical application. After several seconds the unit would alarm not able to progress past spinning indicator. Unit would work in service menu application only. After troubleshooting the unit, it was determined that the unit needed both the executive processor board (d670-00-0770) and a video generator board replacement (d040-00-0456). Replaced the exec processor board and video generator board kit. Installed software b.17. Recalibrated the 30 psi transducers to clear boot up error 10. Verified that unit could load clinical application without error and perform normal pump operation. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a